Event description:
It was reported that while inserting the implant, anchoring screw failed to lock with plate. Screw and plate remain implanted in the patient.

Manufacturer narrative:
Due to the unavailability of the device, no visual or functional examination could be performed to confirm the reported event. No x-rays were made available to review. A review of the manufacturing record indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. The probable underlying root cause for the reported incident is excessive torque forces during insertion leading to loss of mechanical integrity and ultimately screw dislodgement from the plate.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).